Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 1/22/99 at a retail vendor. On 2/23/99, she sought medical treatment for embedment of one earring at the ear piercing site. It was removed and she was prescribed antibiotics.